Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there are scratches on the screen of the insulin pump. She also stated that there are cracks coming from the two upper corners of the screen. The blood glucose reading was 115 mg/dl. Nothing further was reported.